Event description:
Additional information was received, it was reported the patient underwent lead revision. The right lead was replaced to get better right sided coverage as it had migrated down to t9.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# va2zrxj019 implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# va2zrxj021 implanted: (B)(6) 2024 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 15-jul-2028, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6) , ubd: 15-jul-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced issues with a stimulator device following multiple falls. The patient reported pain unrelated to the stimulator and mentioned difficulty assessing the stimulator's effectiveness due to pain from the falls. An impedance check revealed that contact 14 on the stimulator was damaged and unusable, while contacts 1 and 10 showed an open connection. Thoracic x-rays of the leads were ordered to assess any potential movement. The patient planned to switch between different stimulation groups over the following days to evaluate relief. No changes were made to the stimulation settings as the patient was doing well prior to the falls and preferred to wait for x-ray results before making any adjustments. The issue was resolved, and no replacement product was required. The manufacturer representative (rep) indicated they would send any further information as they become aware.